Manufacturer narrative:
The subject device was not returned for evaluation. The root cause of the issue is undetermined. The customer stated that once the preventive maintenance is completed by the fse (field service engineer), another culture test will be perform on the device. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the oer-pro device was tested positive for a bacteria culture. The oer-pro has not been used since the positive culture was detected. Customer reported that once the pm service (preventive maintenance) is completed, another culture test will be perform. There are no known reports of patient infection, harm or injury reported due to the event.